Event description:
Deployment of the endovascular graft was uneventful. During the post angiogram a dense pulsating of contrast was noted coming from the mid-section of the main body graft. The endoleak opacified very early during the injection. When contrast was injected within the main body graft, the endoleak was still noticed. Multiple runs were made in order to determine the origin and cause of the endoleak. The noted endoleak did not appear to be located anywhere near the aortic neck or the overlap of the iliac leg grafts with the main body graft. It appeared to be a possible tear in the graft fabric, type ii endoleak. Multiple attempts to balloon the aortic neck as well as the overlap junctions were performed in order to ensure that the visible signs of the endoleak were not resulting from an inadequate seal of the graft to the vessel wall or graft to graft at the connection. A main body extension was placed within the main body graft to resolve the endoleak. After ballooning the area, the angiogram showed that the leak was greatly diminished. No other intervention was attempted, since the physicians felt that after the heparin was reversed the endoleak would seal. A follow-up CT would be performed in one month.